Event description:
It was reported that the procedure performed was to treat a de novo, moderately calcified, moderately tortuous right superficial femoral artery that is 80% stenosed. An unspecified 0.035" guidewire was inserted and dilation performed with a 5.0x120mm armada 35 balloon dilatation catheter. Once at the lesion, the thumbwheel of a 6.0x150mm absolute pro self-expanding stent (ses) got stuck and could not turn after multiple attempts. The ses completely failed to deployed and the sheath was removed with the stent inside. Angioplasty was performed to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified a similar incident from this lot. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. D9 correction: device available for evaluation updated to no.